Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing lead impedance measurement greater than 2,000 ohms detected via the patient remote monitoring system. Additional information obtained indicated that the physician will continue to monitor the patient. At this time there is no evidence that intervention has been performed to resolve this issue. No additional adverse patient effects were reported.